Event description:
It was reported by the sales rep that the hospital received a letter claiming a patient developed adhesions and problems after a breast biopsy in 1999 due to a piece of the device remaining in the breast. Additional information received in 10/2001 indicate the patient underwent additional surgery later in 1999 to remove the introducer hub.